Manufacturer narrative:
(B)(4). Date of event: exact date of the procedure is unknown batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the doctor used the device to cut & seal the vessel. When he closed the jaw and triggered, but the triggered voice and slow forward blade let the surgeon feel that have not enough energy. Finally surgeon decided to use return button to open the jaw. The nurse changed another gun. Unknown if the procedure was delayed or completed successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p57v0r. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.